Event description:
Affiliate reported that the customer was hospitalized due to high blood glucose. In addition, it was reported that the pump had a crack in display. The programming was correct and no alarms noticed.